Event description:
Per the clinic, the patient experienced a skin flap necrosis and extrusion of the receiver/stimulator. The patient was treated with oral and topical antibiotics (specific date and duration not reported) and underwent a skin flap revision surgery in (B)(6) 2022 (specific date not reported).

Event description:
Per the clinic, the patient was placed under general anesthesia during the revision surgery in (B)(6) 2022 as previously reported. Subsequently, the patient also experienced infection at the implant site.